Event description:
Patient reported that she was holding hot food and it heated up her sensor where the wire was burning inside her skin. No medical intervention was required.

Manufacturer narrative:
Date of medical intervention: none. Extent of injury, if any: burn mark. Current condition of patient: patient is doing well. The following is the verbiage form email received from the patient: I currently wear the dexcom sensor and had a strange experience with it on sunday. I had heated up food and it was hot and I put it on my lap in the car and it was against my dexcom site and the wire filament under the skin seemed to heat up and get very hot and give like a burning sensation under the skin. So I was wondering if this had happened to any other patients.